Manufacturer narrative:
The customer declined an offer of svc from physio-control. Physio provided part info to the customer for repair.

Event description:
Reporter indicated a device would not power up. There was no report of a pt associated with the reported event.